Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted wit a left ventricular assist device. The hospital reported that the pt had low flow red heart alarms at home. The system controller was exchanged, but the pt continued to have low flow alarms. The pt also had one pump stop. The pt was readmitted to the hospital. Event logs confirmed the low flow events and pump stoppage. The pt underwent a pump exchange on (B)(6) 2014.